Event description:
It was further reported that there was a 12-19 millimeter ¿gaping hole¿ related to the pocket site. The pump had eroded through the skin and was explanted. The patient did not have a patch test, to the family¿s knowledge was not done prior to the implant of any pump. It was thought that the patient was allergic to the catheter connector piece. The patient no longer has a pump implanted.

Event description:
It was reported that the pump and catheter were explanted due to an infection. A culture was taken and results were unknown. It was also noted that it 'looked like an infection at the pump site'. The incision looked clear 'but it looked as if the tissue around the edges did not want to stay intact'. 'It did not look like the pump was shallow and eroding through it looked almost like and infection from the inside pushing out but again not at the actual incision'. It was indicated that the patient was receiving oral medication but it was 'not as effective as her pump therapy'. The pump was delivering dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function. Analysis of the returned catheter revealed no anomaly, acceptable catheter testing. A non-significant indent was observed in the seal of a sc connector that did not affect infusion.